Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia during physical activity while using the ilet system and asked about an activity mode and strategies to prevent lows; the user also reported weight gain attributed to treating lows. Symptoms included irritability associated with hypoglycemia. Outcomes included self-treatment with oral glucose and no need for external assistance or medical intervention. Investigation included troubleshooting and education with referral for additional training. Investigation of this case revealed no device alarms beyond expected low-glucose alerts and no malfunction was identified; inconsistent announcement behavior was noted and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.